Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4)

Event description:
It was reported that stent damage occurred. The 99% stenosed target lesion was located in the severely tortuous and severely calcified proximal to the mid left anterior descending artery. A 3.00x20 synergy drug-eluting stent was advanced but failed to cross the lesion. The device was removed from the patient and it was noted that the stent was lifted. The procedure was completed with a 2.75x20 synergy drug-eluting stent. No patient complications were reported and the patient's status was good.